Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent inadequate apposition occurred. A synergy drug eluting stent was deployed to treat a dissection in the left main artery. However, the results were unsatisfactory. The procedure was completed with another of the same device. No patient complications were reported.